Event description:
An error 20003 was reported. There was no reported pt involvement. New info became available on (B)(6), 2011 that makes this complaint reportable. The local field service engineer provided details on the eval of the device. The device was found to be unable to power up.

Manufacturer narrative:
(B)(4). An error 20003 was reported. There was no reported pt involvement. New info became available on february 7, 2011 that makes this complaint reportable. The local field service engineer provided details on the eval of the device. The device was found to be unable to power up. The problem was resolved by replacing the optical switch. The device passed all performance tests and was returned to use. We were unable to confirm the 20003 error message and its cause could not be determined. We consider this to be a malfunction of the optical switch that caused a failure to power up. See scanned page.